Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an ellipsys catheter with a 6fr non-medtronic sheath and an 80cm 0.014 nitrex guidewire during treatment of the patients left proximal perforator to radial artery arteriovenous fistula (avf). Minimal vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited 0% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) followed during preparation, procedure, post-procedure without issue. No resistance was encountered when advancing the device. The distance between the artery and vein was 0.3mm. It was reported that the jaws would not close when inserted into patient. Physician tried to close using the pull tab multiple times under ultrasound guidance and the jaws still remained open. Physician safely removed the device from the patient and was able to close the jaws after two times of pulling the tab back to closed position. A replacement ellipsys catheter from shelf was used in the same location with no issues to complete the procedure. A fistula was created. No patient injury reported.